Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, baclofen and bupivacaine at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient's pump ran out of drug in (B)(6) 2019. She had started to "not feel well" and it turned out she needed a refill. The doctor told her that he was "trying to match the medicine from what the previous doctor had in the pump." The patient gave no further details about the event. It was noted the issue had already been addressed by the doctor. No further complications were reported.